Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion early. The device was explanted and replaced. It was also reported there was high threshold and impedance out-of-range high on the right atrial (ra) lead. The lead was reprogrammed on the new device and remains in use. No patient complications have been reported as a result of this event.